Manufacturer narrative:
The customer reported that they will not return the defective main printed circuit board (pcb) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that a transducer fault (xdcr) occurred on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Corrected h1 to indicate correct type of reportable event.